Event description:
The subject was implanted and manually distracted on a daily basis. Over a period of approximately two months, the device continously retracted to its original position. A reoperation was performed and the device was removed.

Manufacturer narrative:
A2, b7; this info was received via a letter from dr. Westermark. H6: the subject device appears to function properly. The cause of this incident cannot be reliably determined.